Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 33 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding or breakthrough bleeding (interpreted as metrorrhagia). Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the event irregular bleeding or breakthrough bleeding, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since surgical intervention will be required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible . Further information cannot be obtained.

Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 21-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. Consumer experienced irregular bleeding or breakthrough bleeding, lower back pain, pain radiating to legs, increase/decrease of weight, and tiredness. She mentioned relation and/or family problems. Consumer contacted a doctor, consulted a nutritionist. Her thyroid was checked. She was planning to remove essure. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding or breakthrough bleeding (interpreted as metrorrhagia). Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, limited information was provided. Consumer's medical history and concomitant conditions were not mentioned. Given the nature of the event irregular bleeding or breakthrough bleeding, and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.